Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that during use of suresmile retainer, the retainer was too tight to remove. When it was attempted to remove it caused chipping on a restoration of a tooth.

Manufacturer narrative:
Investigation results: other. Dl protocol was followed. Scans and digital models look good. DHR: we reviewed the DHR for this so- (B)(6)/ patient ID# (B)(6) / site ID# (B)(6), qty. (B)(4) items assy-500015 (retainers) were packaged by the first shift by auto bag-and-box operation on july 14, 2025, in manufacturing supercell sc3, equipment pua-10. The sales order was inspected and met the acceptance criteria provided by qa. Return: we received the return of 2 retainers, patient ID: (B)(6). We inspected the returned retainer (uret sn: (B)(6) and lret sn: (B)(6)) and found no deformations or distortions in the device trays that could cause the issue described in the reported event. The retainers meet the quality criteria specified in 0281-wi-aln-005-3 final quality control and aligner washing, visual defect detection.